Event description:
It was reported that there was a connection issue between the minicap transfer set and the amia cassette. It was further reported that "the dark blue catheter tip (female connector) is stuck to patient line of the cassette". It was further reported that there was a separation between the female connector and main body of the transfer set. This occurred during when disconnecting after peritoneal dialysis therapy. The transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.